Event description:
It was reported that the blade of the device broke during a myomectomy and fell into the pt. The piece was retrieved. It was not known if an add'l device was used but the case was completed still laparascopically and there was no pt consequence. The device will be returned.